Event description:
Child ventilated by a et tube for laryngeal papilloma surgery. While weaning off ventilator during surgery 02 desaturated and pt began retracting. Chest x-ray showed bilateral pneumothoraces. Required chest tubes, antibiotics and an ICU stay.